Event description:
The surgeon reported several incidents of endophthalmitis. This event lasted 1 day. The pt was treated with cryopexy and injection of gas. The surgeon injected intravitreal amykacin and vancomycin. The viscoelastic used in this pt was not recorded. The aqueous scrapings were cultured and the results showed no growth. The customer has not specified that any alcon products are involved. However, they do use alcon products.

Manufacturer narrative:
A copy of the phaco handpiece directions for use (dfu) was provided to the customer. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).